Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and a definitive cause for the reported mechanical issue of loss of tip deflection could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the inability to curve the steerable guide catheter (sgc). It was reported that during preparation of the sgc per the instructions for use (IFU), the +/- knob was turned in the negative direction and the guide would straighten, but when turned a half a turn in the plus direction, the tip of the sgc did not react. The sgc was not used in the anatomy and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.